Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as experiencing cloudy effluent, the patient was hospitalized and treated with cefazolin (1g, intraperitoneally) and gentamycin. Three days after being admitted, the patient was discharged from the hospital. Twenty-one days later, the patient was hospitalized again with cloudy effluent. The next day, the patient experienced relapse peritonitis. The patient was initially treated with cefazolin (1g, daily, intraperitoneal) and gentamycin and was changed to ceftazidime (3g stat then 1g, daily, intraperitoneal) for the event. Three days after being admitted again, the patient was discharged from the hospital. Approximately six weeks after the relapse peritonitis, the patient recovered. The action taken with pd therapy was not reported. No additional information is available.